Event description:
Device malfunction: stent fracture. Time of malfunction: during procedure. Symptoms/ae: angiography showed potential fracture. Time of symptom/ae: during procedure. It was reported that a physician successfully deployed an absolute stent in the left superficial femoral artery. An angiogram was taken and the stent appeared to be fractured. As a precautionary action, a second non-abbott stent was deployed inside the absolute. No further information is available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device record did not produce any findings relevant to this report.